Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(6) alleging her onetouch ultra2 meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests her blood glucose 4x daily and her usual results are around "100-120 mg/dl." The patient manages her diabetes with insulin. It is not specified when the alleged issue began. The patient reported obtaining a blood glucose result of "200 mg/dl" with the subject meter. It is not known if the patient made changes to her usual diabetes management routine at that time. The patient claims she felt a symptom of "strong perspire" which she associated with low blood glucose. The patient administered self dextrose as treatment. The patient reportedly obtained a blood glucose result of "100 mg/dl" with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. A control solution test was performed which tested outside of specifications. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury possibly after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the test strips passed all testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.